Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a separation between the main body and the twist sleeve which was caused by broken occluder feet. The reported condition was verified. The cause of the condition could not be determined; however, a potential cause of this type of damage is if the device was exposed to chemical agents such as foreign solvents, dyes, or cleaning agents, which could damage the transfer set material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set disconnected (separated) and slid down the transfer set tubing. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.